Event description:
The hosp reported that during a coronary artery bypass procedure, the hs iii proximal seal would not deploy. The hosp did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was returned without the delivery device. The tension spring assembly, seal and anchor tab remained inside the loading device. Based upon the received condition of the device, the reported complaint was confirmed for "failure to load". The confirmed failure mode has been investigated in the CAPA system.